Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump went into threshold suspend when her blood glucose level was not low. The customer's sensor glucose reading was 49 mg/dl but her blood glucose level was 119 mg/dl. She calibrated but a few minutes later the threshold suspend went off again. The over tape was irritating her skin badly. She had rashes and was scratching around the sensor because it was really itchy. The device was not returned.